Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. The quick coupling device was evaluated and the reported condition that the device could not catch the 0.7~0.9 k-wire, and the device would get hot during use was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device was making excessive noise, had vibration, would not hold the k-wire, and did not function. It was noted that the attachment will not hold k-wire in the smaller ranges and runs with excessive noise and vibration. It was further determined that the device failed pretest for check quick coupling for k-wire and check function in running mode. The assignable root cause of this condition was determined to be traced to maintenance, which is improper maintenance.

Event description:
It was reported from south korea that the chuck of the quick coupling device could not catch the 0.7~0.9 k-wire, and the device would get hot during use. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2023. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: d10. Concomitant med products: k-wire device e1: reporters phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI - (B)(4)